Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. The file indicated the use of a cartridge. The model of cartridge is unknown. The product investigation could not identify a root cause. There has been one similar complaint reported in the lot number. Attempts have been made to obtain add'l info by phone, fax, and mail. A completed questionnaire was rec'd on (B)(4) 2014. (B)(4).

Event description:
A surgeon reported a refractive surprise following a toric intraocular lens (iol) implant procedure. The surgery center forgot to order the lens, so a lens with a different power (more minus) was borrowed from another surgery center. The surgeon reported she was planning for a less myopic outcome and does not know the source for the refractive surprise. The surgeon is planning a lens exchange due to anisometropia. In a f/u, the surgeon reported the lens was exchanged seven weeks later for a different model lens with less power.